Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted help on how to use their controller and the patient was walked through connected and turning stimulation on. The patient felt like stimulation was too high and that it was shocking them after turning the stimulation on; the patient was walked through decreasing stimulation to a comfortable setting. The shocking stopped and the patient was comfortable. No further complications reported.